Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day after being implanted, the implantable cardiac monitor (icm) detected pause episodes that showed possible undersensing or loss of contact. The icm remains in use. No patient complications have been reported as a result of this event.